Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the reported event. The treatment for peritonitis included vancomycin (route, dose and frequency not reported). The patient ended up in the hospital for unrelated issues and was reported to already be recovering from peritonitis at that point. At the time of this report, the patient had recovered from the reported event and the pd therapy was ongoing. Additional information was requested and was not available at this time. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number h13b13061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).. The cause of the reported problem cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.